Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva tpn bag was leaking from the right hand side seam. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the leak was observed near the edge of the bag. During functional leak testing a large leak spraying water was identified on the right hand side of the bag. Microscopic inspection was performed and a leak from a large gouge with a segment of fray adjacent to it was found. The manual add port had been used which indicates the leak was not detected after filling. This damage was caused by an impact or dragging the bag along a rough surface. The cause was determined to be a mishandling by a user facility after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.